Event description:
It was reported by the legal representative from stryker (B) (4), that at (B) (6), after the surgery that took place on (B) (6) 2004, the l5&s1 screws broke.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Device broke post-op, revision surgery was performed. It is unclear at this time what product line or catalog number of the product involved. A follow-up report will be submitted once more information is available.